Event description:
It was reported before use the bd insulin¿ syringe had hub separation from the device. The following information was provided by the initial reporter: one syringe was missing a needle and another syringe needle hub separated.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/13/2020. H.6. Investigation: customer returned (1) loose 1/2cc syringe. Customer states that one syringe was missing a needle and another syringe needle hub separated. The syringe was returned with the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check for needle missing and needle hub separates due to unknown lot number. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 22 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number.

Event description:
It was reported before use the bd insulin¿ syringe had hub separation from the device. The following information was provided by the initial reporter: one syringe was missing a needle and another syringe needle hub separated.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported before use the bd insulin¿ syringe had hub separation from the device. The following information was provided by the initial reporter: one syringe was missing a needle and another syringe needle hub separated.